Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level that ranged from 500 mg/dl, 544 mg/dl and a level displayed as ¿high¿; however, a specific value was not provided and unspecified level of ketones. Cause of the elevated bg was unknown. As a result of the ongoing elevated bg values, customer went to the emergency room and was subsequently hospitalized on (B)(6) 2026. Customer was treated with intravenous fluids of saline and insulin as well as potassium and phosphorus to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage. Customer declined further troubleshooting; therefore, no additional information was obtained.